Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was put through functional testing for the infusion part, and a red screen popped up and had the number 41622 and 1003. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that red screen popped up and had the number 41622 and 1003. No service history was available. Visual/functional testing was performed. When testing the motor in manufacturer¿s utility mode, the error code 41622 triggered. Visual inspection found delamination of the downstream occlusion (dso) sensor seal, as well as the upstream occlusion (uso) sensor seal delamination and not flush with the chassis. Replaced cam flex sensor, downstream occlusion sensor seal, and upstream occlusion sensor seal. Device passed all testing post repair.